Manufacturer narrative:
The device was made available for investigation and repair on manufacturer site. The log analysis revealed that the device had a software run-time error, which was detected by the device-internal monitoring. As this is a not defined condition, ventilation was stopped with alarm and the airway system was opened to atmosphere to make spontaneous breathing possible. No hardware failure was detected which could result in the observed behavior. The alarm system was tested and found to work as specified. Therefore no explanation can be given why alarming was not reported. The run-time error of the software is an isolated case. It was concluded that the device behaved as specified for the detected run-time error.

Event description:
It was reported: in the entrance to the theatre during ventilation of a patient the oxylog 3000 stopped working without alarm. Later the biomed started the device again and self-test and ventilation of a test lung could be conducted without problems. No injury reported.